Event description:
It was reported by the customer that their insulin pump has a blank display screen, from possible moisture damage. Customer's blood glucose level at the time 477mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. The insulin pump had minor scratches on the display window, cracked display window corners, and a cracked reservoir tube lip. The displacement test could not be performed due to the blank display.